Event description:
It was reported that during a laparoscopic splenectomy procedure, the device fired an incomplete staple line. The case was completed with a similar device with no patient consequence.